Event description:
Surveillance study. Same case as MFR report #: 2134265-2009-02725. It was reported that following a coronary artery stenting treatment procedure, the patient presented with angina and in-stent restenosis. The index procedure treated two lesions. The first being a de novo, type c, 90% stenosed 3.5x20mm target lesion located in the ostium of the proximal right coronary artery (rca). Treatment placed a 3.5x28mm taxus express 2 stent deployed at 12 atms and post dilated with an unspecified 3.75x15mm balloon at a maximum 24 atms. The second lesion was a de novo, type c, 90% stenosed 3.5x20mm lesion located in the mid rca. Treatment placed an overlapping 3.5x28mm taxus express 2 stent deployed at 12 atms and post dilated with an unspecified 3.75x15mm balloon at a maximum 24 atms. Ivus was performed in both lesions confirming the stents were well apposed resulting in 25% residual stenosis and timi 3 flow. 8 ml's of heparin was administered. The patient was discharged the next day on bayaspirin and panaldine. No angina was confirmed at the 1 & 6 month follow up visits. Two hundred and twenty three days following the index procedure, the patient experienced a worsening of angina. On day 273 angiography revealed a 25% restenosis in the proximal rca and a 50% restenosis in the mid rca. The following day at the 9 month follow up visit, stable angina was confirmed. On day 336, reintervention treated the now 90% restenosed 3.5x10mm target lesion located in the proximal rca with a non bsc stent and the 100% restenosed 3.5mm target lesion located in the mid rca with a balloon catheter and an unspecified taxus stent with each lesion resulting in 25% residual stenosis. The patient was discharged 3 days later. Per the physician, the event relation to the study devices was listed as "possibly".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.